Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope rod lenses were damaged. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(6). The device was returned to the factory for evaluation . A visual inspection was conducted. Signs of clinical use with no evidence of blood were observed. It was observed that the external surface of the eyepiece was dirty. To prepare the device for testing, the eyepiece was wiped to remove the dirt. An image quality inspection was performed with an endoscopic video imaging system. A clear image and focus were obtained. There were no breaks or fluid observed through the imaging. Based on the returned condition of the device and the result of the evaluation, the reported failure break was not confirmed. This is a reusable OEM device; therefore, a serial history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial batch conforms to all applicable product specifications.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope rod lenses were damaged. A replacement device was used to complete the procedure. No patient involvement.